Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 330 mg/dl; cause was not known. Customer was hospitalized and treated with intravenous insulin. Elevated bg was resolved. The customer had not yet been discharged at the time of report. Pump system check was performed with tandem technical support (cts); not device issue was identified. Although multiple attempts were made by cts to obtain discharge date, the customer did not reply.